Event description:
Physician replaced my lens that a cataract with an abbott medical optics (now a division of johnson & johnson vision) symfony zxr00 serial # (B)(4) iol. After 4 weeks it is obvious that this lens is either defective or mislabeled. Physician has stated that my eye was measured accurately and that the lens was placed correctly. It is likely that this lens will have to be replaced, requiring surgery and other problems.